Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified coronary artery. A non-bsc guide catheter was advanced. After a non-bsc guidewire has crossed the lesion, a 10/3.00mm flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was noted that the balloon ruptured upon the third inflation at 6atms for 60 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.